Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011691, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6011691. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011691 was packaged according to the work instruction (wi) version 100 and manufactured in the multivac 14 on 18-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011691, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6011691. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011691 was packaged according to the work instruction (wi) version 100 and manufactured in the multivac 14 on 18-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in australia. It was reported that the patient was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis and hyperglycaemia. The blood glucose level was 24 mmol/l at the time of event and the patient got treated with intravenous insulin. The length of hospitalization was greater than 24 hours. The patient also had symptoms like sore on muscles, heavy chest, heavy breathing no further information available.